Manufacturer narrative:
Eval summary: the product was not reported for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).

Event description:
A surgical coordinator reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. The coordinator reported the pt could not tolerate the residual astigmatism. The surgeon is planning to exchange the lens for a monofocal iol. Additional info has been requested.